Event description:
Pt mechanically ventilated with a puritan benett. The ventilator was alarming and showed a 018806 assertion failure at 08:24:27; zb0059 loss of bd communication (08:24:29) and a lp0087 unexpected reset post (08:24:31).